Event description:
Boston scientific crm received information that this device was associated with a remote monitoring alert that was sent to the patient's health care provider (hcp) for a high out-of-range pace impedance measurement recorded 17.9 months after implant.

Manufacturer narrative:
This report will be updated if additional information is received.